Event description:
It was reported that the depth gage in the axsos 4.0 instrument set was working intermittently. It takes a min at times to get the gage to work and there is a lot of manual manipulation required as a result of this intermittent functioning to get the device to work properly. This was used on (B)(6) 2012 during a proximal humerus surgery and the implant used was an axsos proximal humerus plate - 3 hole, on left side of pt.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.